Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. The 90% stenosed lesion was located in a non calcified and moderately tortuous left front arm shunt vessel. The sterling otw 6.0 x 40/40 (4f) balloon was used to dilate the lesion. On the first inflation the balloon was inflated to six atmospheres. On the second inflation the balloon was inflated to ten atmospheres. On the third inflation the balloon was inflated to fourteen atmospheres and ruptured. The procedure was completed with this device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).